Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation finding, component codes, investigation conclusion),h11. Corrected field: d4(UDI). A getinge field service engineer (fse) stated that after troubleshooting it was confirmed that driver regulator is defective. The fse replaced regulator and all functional and safety test were performed. Unit is ok. The failure analysis and testing department received the following part associated with this complaint: fipc drive regulator this part was received with a reported unit failure message of device does not build up vacuum. Performed visual inspection of this part received and part looks to be in good condition. Installed drive regulator into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. Performed drive regulator calibration and failed. Found cardiosave test fixture did not build up vacuum to perform calibration. The failure analysis and testing department verified the failure message of device does not build up vacuum. Drive regulator failed testing. Retaining drive regulator in the fat dept. Per procedure 0002-07-d008 rev as. Per sme-based on the information in the complaint, the probable root cause is failure of the drive regulator.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 phone #: (B)(6).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's transducers cannot be calibrated.

Event description:
It was reported that during an unrelated service, the cardiosave intra-aortic balloon pump (iabp) unit's transducers cannot be calibrated. There was no patient involvement.